Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. The physician requested longevity analysis be performed on the device.